Event description:
It was reported that during a coronary stent procedure in a totally occluded rca, the physician experienced inflation difficulties. Another manufacturer's stent was used to succesfully complete the procedure. Patient status is listed as "stable".